Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The investigator has classified the endoleak as a type ii. A review of returned films 2+years post-implant revealed that the bifurcate was positioned just below the lowest right renal. The ipsilateral limb was placed into the right common iliac, and the contralateral limb into the left iliac. The proximal stent graft od was 20mm, and there was approximately 4cm length of proximal seal above the aaa sac. The stent graft aortic body was angulated 65 degrees (a-p) and 45degrees (l-r). The maximum aaa diameter was 5.0cm. Contrast was seen within the proximal end of the sac, near the right/ipsi limb, just below the level of the flow divider. The endoleak appears to be a type iii fabric endoleak. The cause of the endoleak is uncertain. There is little limb angulation in this location. Both limbs are patent and no stent compression is seen. An area of calcification is seen in the non-contrast images just lateral-right of this area of contrast, so it is difficult to discern between the endoleak contrast and the calcification. Earlier post-implant images were not available.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessel morphology was reported as the iliac arteries were very narrow and severely calcified. It was reported that 2 unites of prbc were transfused following the index procedure due to low hct. The patient¿s hct returned to normal on post-op day 1. On post-op day 2 the patient developed af. This was treated with IV medications and the patient converted to nsr 2 days later. On post-op day 3 the patient developed pleural effusion. This was confirmed to be resolved on a cxr taken one month later; no intervention was required. All off these events were assessed by the investigation to be related to the procedure but not the device. A CT with contrast done at the 2 year follow-up visit revealed an unknown endoleak. This was not noted on the radiology report, but it was noted on the physician's office visit note. The leak was described as small, and the aneurysm size has decreased compared to previous imaging. No actions were taken, and this did not result in a new clinical event. The investigator's assessment is that the small endoleak is not an issue for the patient. No additional clinical sequelae were reported and the patient is fine.